Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (charger displays error code when charging battery pack) has been confirmed. Upon investigation the battery charger was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a battery charger was displaying an error code when charging a battery pack.